Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving marcaine [4 mg/ml] at a dose of 0.7223 mg/day and morphine [4 mg/ml] at a dose of 0.7223 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that there was a refill issue and the hcp required troubleshooting assistance. It was indicated that they could not locate the septum and that metal only was felt on insertion. It was detailed that during a normal pump refill that day ((B)(6) 2017) they could only feel metal when inserting the refill needle and that they were suspecting that the pump was flipped. Information was requesting regarding how to determine if the pump was flipped. An x-ray was performed and it was indicated that per the x-rays the hcp determined the pump was flipped. No medical symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-05. It was reported that the patient was taken to surgery on (B)(6) 2017 to put the pump back into the ¿correct position.¿ it was indicated that the cause of the flipped pump was not determined but the flipped pump and refill issue had been resolved. The patient¿s weight at the time of the event was (B)(6) lbs. No further complications were reported or anticipated.